Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her current blood glucose was high at 495 mg/dl. Customer stated that she had to insert manually for the first time without a serter. Customer's blood glucose was 295 mg/dl at the time of the incident. Customer treated with injections and reported that she contacted her health care provider regarding her unexplained high blood glucose. Customer also had a small air bubble in the reservoir. Troubleshooting was performed and customer was advised to do a complete set change. Customer will be shipped a tubing clamp and quick serter. Customer was advised to monitor her blood glucose.